Event description:
On (B)(6) 2019, the customer observed drift in the t2x operating room table. The event occurred during daily qa and there was no patient involvement.

Manufacturer narrative:
An imris customer service engineer (cse) was onsite to resolve the issue. Upon arrival, the cse noticed that the t2x operating room table showed signs of unweighted head up trendelenburg drifting after four days of being untouched. The table was inspected for hydraulic fluid leaks and loose connections and a fitting was found that may have allowed air into the hydraulic lines. The fitting was secured and air was bled from the table hydraulic system. Drift testing was performed and results passed, and no evidence of air in the hydraulic lines was observed after adjusting the hydraulic fitting. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.